Manufacturer narrative:
Continuation of d10: product ID 978b133, lot# va3032d, product type lead. Product ID 978b133, lot# va2y69u, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that even with the new lead, the patient did still perceive stimulation solely in the area of the existing ins therefore, the healthcare professional (hcp) decided to replace the ins on (B)(6) 2025. After replacement of the lead on (B)(6) 2024, the therapy outcome had been good for about 2 weeks but after a few weeks, the stimulation was perceived solely in the area of the ins. The ins has been explanted and will be returned. Additionally, a new lead was implanted contralaterally on (B)(6) 2025. This lead was connected to an external neurostimulator.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the returned implantable neurostimulator (ins) (s/n: (B)(6)) revealed that the device passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the first days after implant, the patient did profit from the therapy. After about 2 weeks, symptoms (oab) returned. Cause unknown. Reprogramming was not successful. Patient did perceive stimulation solely in the area of the ipg. X-ray revealed lead dislocated/migration. Replacement of the lead. New lead showed good motor response on 3 out of 4 electrodes. Issue resolved. No return as lead was discarded.

Manufacturer narrative:
Continuation of d10: product ID 978b133 lot# va2y69u implanted: (B)(6)2024 explanted: (B)(6)2024 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b133, serial/lot #: (B)(6), ubd: 31-oct-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.